Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient's arrhythmia. X-ray imaging indicated that positioning of the electrode might have been too lateral, and adipose tissue was present between the ribs and the s-ICD. The s-ICD was also positioned slightly inferior of ideal placement. The s-ICD system was programmed off. Subsequently, the s-ICD and electrode were explanted and replaced with a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient's arrhythmia. X-ray imaging indicated that positioning of the electrode might have been too lateral, and adipose tissue was present between the ribs and the s-ICD. The s-ICD was also positioned slightly inferior of ideal placement. The s-ICD system was programmed off. Subsequently, the s-ICD and electrode were explanted and replaced with a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient's arrhythmia. X-ray imaging indicated that positioning of the electrode might have been too lateral, and adipose tissue was present between the ribs and the s-ICD. The s-ICD was also positioned slightly inferior of ideal placement. The s-ICD system was programmed off. Subsequently, the s-ICD and electrode were explanted and replaced with a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to d4: model number and catalog number updated to 3010. Correction to g1: manufacture site updated to boston scientific, 4100 hamline ave n, st paul, mn 55112.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient's arrhythmia. X-ray imaging indicated that positioning of the electrode might have been too lateral, and adipose tissue was present between the ribs and the s-ICD. The s-ICD was also positioned slightly inferior of ideal placement. The s-ICD system was programmed off. Subsequently, the s-ICD and electrode were explanted and replaced with a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to d4: model number and catalog number updated to 3010. Correction to g1: manufacture site updated to boston scientific, 4100 hamline ave n, st paul, mn 55112.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to d4: model number and catalog number updated to 3010. Correction to g1: manufacture site updated to boston scientific, 4100 hamline ave n, st paul, mn 55112. Correction to h6: device codes updated to malposition of device.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient's arrhythmia. X-ray imaging indicated that positioning of the electrode might have been too lateral, and adipose tissue was present between the ribs and the s-ICD. The s-ICD was also positioned slightly inferior of ideal placement. The s-ICD system was programmed off. Subsequently, the s-ICD and electrode were explanted and replaced with a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient's arrhythmia. X-ray imaging indicated that positioning of the electrode might have been too lateral, and adipose tissue was present between the ribs and the s-ICD. The s-ICD was also positioned slightly inferior of ideal placement. The s-ICD system was programmed off. Subsequently, the s-ICD and electrode were explanted and replaced with a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.